Event description:
A60 yr old male pt experienced a cardiac arrest while at work. A nurse began performing CPR on the pt until bls responders arrived. They attachd the unit to the pt. The unit's monitor screen briefly functioned properly and then went blank. The bls responders indicated that they could hear beeps coming from the unit. The medics arrived within minutes and attached the pt to their unit (MFR unk). The bls responders later evaluated the unit's pd4420(serial number 2248c) charger and determined that the alleged malfunction was attributable to the charger.